Event description:
The following was reported to hamilton medical ag: vent started alarming high oxygen; connections checked; pt taken off vent to calibrate o2 sensor; o2 sensor passed; soon as it passed right before placing patient back on the vent; new alarm started showing technical event: 231008; pt placed on a different vent. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4) follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information as requested. Updated fields.

Event description:
The following was reported to hamilton medical ag: vent started alarming high oxygen; connections checked; pt taken off vent to calibrate o2 sensor; o2 sensor passed; soon as it passed right before placing patient back on the vent; new alarm started showing technical event: 231008; pt placed on a different vent. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).